Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent system hang up, occurring once every twelve hours. There was no adverse event or patient harm reported.